Manufacturer narrative:
Patient identification number: (B)(6). A manufacturer representative went to the site to test the navigation system and confirmed that there was a communication issue between the imaging system and the navigation system. The system were reconnected to one another and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system would not communicate with the imaging system. The imaging system was able to verify the navigation system, but the navigation system still showed red status. The site rebooted the system with the network cable disconnected with not change. Both imaging and navigation were aborted causing less than an hour delay in the procedure. No impact on patient outcome.